Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a low blood glucose (bg) of 40 (mg/dl) and going in and out of consciousness. Reportedly, the customer believes the pump is delivering boluses without user input. Glucose was delivered through intravenous insulin to treat bg. Additionally, the customer received oxygen to treat bg. The customer left the ER with a headache but feeling more alert and a bg of 300 mg/dl.